Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a coring issue with a vial-mate adaptor attached to a vancomycin vial. There was also a leak between the port adaptor and the vial adaptor. This was observed prior to use. There was no patient involvement. No additional information is available.